Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigaiton is complete.

Event description:
As reported: during an evar procedure: when inserting the 14 f manta bypass tube into the hemostatic valve of the manta sheath. The valve would not ""accept"" the bypass tube. The valve seemed to push the bypass tube back out. The physician was able to get the pieces together and finished the deployment.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, a 14f manta was deployed for closure. No issues were encountered advancing or withdrawing the procedural sheaths. During deployment, while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered moderate resistance while attempting to advance the bypass tube into the sheath hub. While attempting to insert the bypass tube into the hemostatic valve, the hemostatic valve would push the bypass tube back out and not allow it to pierce the valve. No buckling or bending occurred to the bypass tube when met with the resistance. The physician continued attempting to advance the bypass tube eventually getting the manta closure to click into the manta sheath successfully completing deployment and reaching hemostasis. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.